Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer¿s field service engineer (fse) reports customer will be taking care of this situation and to cancel the case. The manufacturer¿s field service engineer (fse) reports customer will be taking care of this situation and to cancel the case. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported will not pass calibration. There was no patient involvement.